Event description:
Information was recieved from a health care provider (hcp). Caller states the patient's device is not charging and sometimes it is shutting off or stim is off when trying to connect to charge. Caller also states the device will lock up when charging and then they have to go out and back in again. This has been going on since the spring. Agent provided the number for nas to contact a rep, as they were unable to be directly with the patient at the time of call.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745; product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.